Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (11oct2022 ¿ 12oct2022 per timestamp). Events captured on 16nov2022 took place in the testing labs at abbott. No external power alarms were intermittently active on 11oct2022 at 23:28:52 ¿ 23:40:39. The alarms occurred while the controller was connected to the mobile power unit. The both power cable voltages were fluctuating between 0v - 12v. The alarms were not coincident with a loss of ac power nor dual disconnections of the power cables. The voltages suddenly dropped and reconnected to power intermittently. The backup battery was able to provide power to the system during the alarms. Controller internal faults coincident with boost_0v faults were active on 11oct2022 at 23:40:15 and continued through the end of the log file and did not clear until the controller was shut down on 12oct2022 at 09:22:37. Vs_a_low and vs_b_low faults were active on 11oct2022 from 23:40:37 ¿ 23:40:38 and cleared shortly after activating. The driveline was disconnected on 12oct2022 at 09:21:40 and the controller was shut down at 09:22:37. There were no other notable alarms active in the log file. Pump operation was not affected. The controller was returned for analysis and was able to pass preliminary and functional testing; however, both power cables were shown to have bite marks. During further investigation, the controller was connected to a mock loop. The power cables were manipulated, and the controller started to alarm. The power cables were cut open to inspect the condition of the underlying layers and the green, clear and red wires were found to be damaged. These wires correspond to the positive power, ground, and motor voltage wires. The wires were inspected under a microscope and were shown to have exposed conductors. No further testing was conducted. The root cause of the reported event was able to be conclusively determined to be caused by damaged power cables the device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and controller fault alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller fault alarm while using the mobile power unit (mpu) and the alarm continued when using batteries. The event log captured some no external power events on (B)(6) 2022 at 2328, 2335, and 2336 on the mpu that appeared to be double power cable disconnects enabling the backup battery in the controller, the cause of which was unknown. Following these, there were controller internal fault events that were caused because the controller detected a boost voltage overage of an unknown cause. The controller was exchanged, and the events resolved. The exchanged controller was to be returned for evaluation.